Event description:
The event involved a primary set, and it was reported that black dots noted in IV tubing. There were unknown patient involvement and harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.